Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, uterine fibroid, menorrhagia, paratubal cyst, cervicitis, squamous cell metaplasia, adenomyosis and microcystic adnexal carcinoma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy. Bilateral salpingectomies. Cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: mild chronic cervicitis with squamous metaplasia. Endometrium: benign proliferative endometrium. Myometrium: adenomyosis. Multiple intramural and transmural leiomyomas, some with degenerative changes. Serosa: subserosal seedling leiomyoma. Right and left fallopian tubes: bilateral benign paratubal cysts and subserosal microcystic inclusions of otherwise histologically normal. Fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, uterine fibroid, menorrhagia, paratubal cyst, cervicitis, squamous cell metaplasia, adenomyosis and microcystic adnexal carcinoma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy. Bilateral salpingectomies. Cystoscopy). Essure was removed on (B)(6)2020. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2020: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: mild chronic cervicitis with squamous metaplasia. Endometrium: benign proliferative endometrium. Myometrium: 1. Adenomyosis. 2. Multiple intramural and transmural leiomyomas, some with degenerative changes. Serosa: subserosal seedling leiomyoma. Right and left fallopian tubes: bilateral benign paratubal cysts and subserosal microcystic inclusions of otherwise histologically normal fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.